Event description:
Patient with controller alarms at home, came to clinic on (B)(6) 2024 for device to be assessed. Alarms are noted to be low voltage and battery alarms. Batteries are up to date, calibrated and connection points clean. There is no visible damage to batteries. Controller power cables are noted to have black electrical tape near bend relief. Patient applied electrical tape to outer casing tears. Log files sent to engineers. Controller exchanged with cessation of alarms.